Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in singapore during treatment. It was reported that the internal pressure has no reading (pint). Despite the pint, all functions are as expected. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. New information was received on 2025-12-30 that the hls set was primed and connected to the patient on (B)(6) 2025. Further the customer does not wish to disclose the patient data, as the customer thinks it is irrelevant to the reported failure. There are no visible defects on the sensor housing and there were no further reading issues during priming despite the reading of pint. The affected product was investigated in the getinge laboratory on 2026-03-05 with following conclusion: the reported failure could not be confirmed. There were no visual or functional abnormalities while testing the product. The product functioned as intended. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected or implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2026-01-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issues" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the singapore market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in singapore during treatment. It was reported that the internal pressure has no reading (pint). Despite the pint, all functions are as expected. No harm to any person has been reported. New information was received on 2025-12-30 that the hls set was primed and connected to the patient on (B)(6) 2025. Further the customer does not wish to disclose the patient data, as the customer thinks it is irrelevant to the reported failure. The hls set is still in use on the patient. There are no visible defects on the sensor housing and there were no further reading issues during priming despite the reading of pint. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).